Manufacturer narrative:
(B)(4). Date sent: 6/15/2026. D4: batch#: a7003e. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no apparent external damage. Upon functional testing, the device was cycled and fed and formed fourteen (14) conforming clips; however, clip advancement was noted to be intermittent. The device lockout feature functioned as intended. Following disassembly, the feeder shoe tab was found to be damaged, which is considered the most probable cause of the intermittent feeding observed during testing. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. Device history review: a manufacturing record evaluation was performed for the finished device batch: a7003e number, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy procedure, a 5ml clip applier was opened and attempted to be used on the stump of the appendix. The scrub tech and surgeon were both unable to deploy any clips from the device. A new clip applied was opened and used. No delay or patient harm was reported.